Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, the image would disappear when the main body connector side was shaken, confirming the customer's reported issue. The video connector and cable demonstrated wear and stress due to physical and chemical stresses. The scope mount was loose, and there were signs of fluid ingress. The control unit and remote switch demonstrated wear. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image would disappear if the connector side was loosened. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to provide additional information received from the user facility regarding the reported event, and additional information regarding the evaluation of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the reported issue was that the break stopper buckled, stress was applied to the cable, and a connection failure occurred. However, the root cause of the break stopper buckling was not able to be determined. The instruction manual for the subject device has the following description under "handling and general precautions", which may prevent the indicated phenomenon. "·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. The camera cable may be broken. · do not give a shock to the camera head. It may be damaged." Clarification to information provided in the initial report regarding inspection and testing of the device: service found the video connector was dented, the product label was peeled off, there was water ingress to the charge-coupled device (ccd) unit, the remote switch malfunctioned due to the water ingress to the ccd unit, the camera cable was scratched, the switch was discolored, and the scope mount (coupler) was loose. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported issue (image would disappear if the connector side was loosened): the reported issue was observed before a procedure. The intended procedure was a therapeutic obstetrics and gynecology laparoscopic surgery. The intended procedure was completed.